Event description:
The biomedical engineer (bme) reported that the 2nd floor pacu central nurse's station (cns) was displaying a "monitor network disconnect" error after rebooting the unit. The bedside monitors (bsms) were also displaying comm loss. The bme later stated that the problem was found to be a network issue. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the 2nd floor pacu central nurse's station (cns) was displaying a "monitor network disconnect" error after rebooting the unit. The bedside monitors (bsms) were also displaying a "comm loss" error. The bme later stated that the problem was found to be a network issue. No patient harm was reported. Investigation summary: based on the reported information, nihon kohden (nk) able to confirm the reported issue but was unable to determine a definitive root cause as the issue is user dependent and the device was not returned for evaluation. However, it is possible a user related error occurred, leading to the reported display of the error messages. In this case, the customer reported on 08/12/2021 that the cns was working properly, and that the issue was resolved. The customer did not have any further details to report. Some potential causes of the cns device experiencing app advisory error message issues, which are typically due to, but are not limited to, user related setup / installation errors and/or software / network / connectivity / environmental / it issues, software or file corruption, (typically due to user related errors, power surges, power issues, or power outages), and/or damage to the device or its components. No significant trend that would warrant further corrective action was identified.

Manufacturer narrative:
The biomedical engineer (bme) reported that the 2nd floor pacu central nurse's station (cns) was displaying the "monitor network disconnect" error. They had rebooted the cns, but it gave they this error. They also told nihon kohden technical support (tech support) that the bedsides are showing the communication lost error. The biomed later stated that issue was found to be a network issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the 2nd floor pacu central nurse's station (cns) was displaying the "monitor network disconnect" error. They had rebooted the cns, but it gave they this error. They also told nihon kohden technical support (tech support) that the bedsides are showing the communication lost error. The biomed later stated that issue was found to be a network issue. No patient harm was reported.